Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to connecting the device, in-range measurements were obtained via pacing system analyzer. Decreased sensing and increased pacing lead impedance were observed after the lead was connected to the device. The pocket was reopened and poor measurements were obtained. The device was explanted. Patient was stable.

Manufacturer narrative:
No conclusion code available. The reported sensing and impedance anomaly were confirmed in the laboratory and was due to a vring ring spring anomaly. The cause of the spring anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that a connection issue was observed due to a set screw anomaly.